Event description:
It was reported that the pt was diagnosed with right c6 radiculopathy secondary to foraminal stenosis. Fusion of the c5/c6 was performed on (B) (6) 2007. The pt reported increasing neck pain, spasms in her trapezius, and symptoms down her arm into the thumb and index finger. On (B) (6) 2008 CT scan shows the incomplete fusion inferiorly at the c5/c6 interspace with mild to moderate right foraminal stenosis. On (B) (6) 2008 the pt underwent a posterior cervical fusion of c5/c6 with instrumentation iliac crest bone graft.

Manufacturer narrative:
The product was not returned for eval. The imaging analysis from the surgeon was reviewed. It was reported in the analysis the graft and fixation devices were properly aligned with the adjacent vertebral bodies. The report also stated that there was no evidence of instability. As stated in the product instructions for use, some of the known side effects are late bone fusion or no visible fusion mass and pseudarthrosis, pain , discomfort, or abnormal sensations due to the presence of the device. Based on the available info the root cause can not be determined.